Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 309mg/dl. A cartridge change and two infusion set changes were performed and the occlusion alarms continued. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; no failure related to the load fill estimate issue was identified.